Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. Resistance was felt during advancement to the lesion. The 2.0 x 12 mm otw mini trek balloon ruptured on the first inflation to 12 atmospheres. No resistance was felt during retraction of the balloon catheter from the patient. A new high pressure balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.